Event description:
Ous MDR - interfering signals were reported in all three channels of this system. All leads and the ICD were explanted on (B)(6) 2014 and returned to biotronik. About one year ago low rv sensing values were reported but no other issues, therefore a new rv pace/sense lead. Therefore, the patient had 4 instead of 3 leads. No worsening of the patient's health was reported.

Manufacturer narrative:
Lead properties were checked during the analysis and the ICD was examined extensively. Only fragments of the leads were returned. The linox td lead was not fully available for analysis. The morphology of the areas cut showed that the leads were likely severed due to the explantation. During the selox sr lead fragment analysis, the distal fragment insulation was found to be damaged by friction in the proximal portion. The setrox s fragment analysis showed insulation damage by friction in the proximal and distal portions of the lead. These instances of damage are highly likely the cause of the clinical complaint. This damage indicates significant mechanical loads during the service life. The position and type of this external wear are characteristic of when there is great pressure of the lead on the ICD housing and also the lead is rubbing against the ICD housing at the same time. Moreover, there was likely some interaction with the adjacent leads. There is no x-ray imaging or other diagnostic imaging available that would provide information about the locational relationship of the implanted system in the body. Further damage to both of these leads was likely due to the explantation procedure. Analysis of the of linox td fragments and the corox otw bp fragments showed mechanical damage that can be traced back to the explantation but are not related to the clinical complaint. The cause of the linox td lead complaint could not be identified, as we did not have the entire lead available for analysis.